Event description:
Information was received indicating that during infusion, a smiths medical cadd administration set was leaking from the stinging cap of the y. No patient consequences were reported. No adverse effects were reported.